Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Visual inspection of the tasp bottom confirmed that the device fractured along the central post at the lateral side. All the pieces were returned back for investigation. There were some type of cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. The device has been in the field for approximately one year and eight months. It is unknown for how many times the device is being used. Device history records were reviewed for any deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Persona tasp top components and standard tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore, the root cause of the failure is tied to the design of the device.